Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account stated the architect i2000sr is demonstrating carryover with architect (B)(6) and (B)(6) confirmatory assays. The account stated ID (B)(6) generated architect (B)(6) repeatedly (B)(6), confirmed (B)(6) result but a second sample from the patient tested (B)(6) . Sample ID (B)(6) was processed immediately after a highly (B)(6) sample. No impact to patient management was reported.

Manufacturer narrative:
A review of the complaint information provided indicates that the customer believes the sample probe has contributed to this issue; however, the information does not indicate the probe was replaced as part of troubleshooting for this issue. Testing of panels which mimic patient samples using retained samples of the assay lot was performed. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The complaint database was reviewed to determine if others have experienced the issue encountered at the customer facility. This review showed no adverse trend for the products over the last 12 months and normal complaint activity for the product lots. No adverse trends were identified for the probe related to discrepant/erratic patient results and no trends associated with the architect i2000 erratic rate were identified. A review of customer field data for architect (B)(6) qualitative assay was reviewed showing customer assay lot is performing acceptably in the field. A historical within assay sample carryover study was performed using the (B)(6) qualitative sample aspiration volume of 75 ul and a higher concentration of hot sample which showed passing results. A review of the product labeling concluded that the issue is sufficiently addressed. In this case, the customer believes that the issue is related to the probe; however there is no indication that the probe was replaced as part of troubleshooting for this issue. The customer indicated they do not expect a resolution unless probe materials are changed. Based on this evaluation the assays and architect i2000sr performed as intended.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).